Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions, the customer miscalculated the amount of carbohydrates in a meal and experienced fluctuating blood glucose (bg) levels. Reportedly, the customer experienced an elevated bg level of 258 mg/dl, which was addressed with a correction bolus. Additionally, the customer experienced low bg levels of 43 mg/dl, which was treated by consuming carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.